Event description:
Per the clinic, the patient developed pain at the magnet site. The patient was prescribed antibiotics (date and duration not reported). Subsequently, the patient underwent a procedure on (B)(6) 2014 to have the magnet removed and an abutment placed. The implanted device remains.

Manufacturer narrative:
Implanted device remains.